Event description:
As reported, during a tavr procedure to implant a 26mm sapien 3 ultra, they were unable to advance the valve through the 14 fr esheath. The valve split the seam of the 14fr esheath and exited into the vessel. The 14fr esheath, thv, and delivery system were removed as a unit and the valve got caught on the non edwards device through the split sheath. The exposed portion of the valve through the split sheath seam caught the non edwards device which caused the valve to become stuck. A surgeon had to crush the valve to remove it from the arteriotomy and non edwards device. Covered stents were used to achieve hemostasis due to the arteriotomy being larger (post removal of valve and non edwards device). A second valve and delivery system was prepared and advanced without issue.

Manufacturer narrative:
Investigation is ongoing. Device not returned. See manufacturing report number 2015691 2022 10364 for related event.

Manufacturer narrative:
Component code 419 is no longer applicable. The delivery system was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was provided by the site and revealed the following: the esheath liner was observed to be torn. Transfemoral patient access vessels shows a degree of calcification and tortuosity. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of the lot history revealed no complaints related to the events withdraw catheter and valve through vasculature / sheath difficulty or inability to withdraw system with valve through vasculature and general risk interventional device interacts with nonedwards device failure frame damage. A complaint history review on difficulty or inability to withdraw system with valve through vasculature revealed the following root cause potentially applicable root cause to the complaint event: patient factors: tortuosity/calcification. A complaint history review on general risk interventional device interacts with nonedwards device revealed no root causes potentially applicable to the event. The following instructions for us e(IFU) and manuals were reviewed; IFU for commander deliver system, device preparation manual and procedural training manual. No IFU/training deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. There was no device returned and no evidence to support a manufacturing/design defect potentially contributed to the complaint therefore a manufacturing mitigation review is not required. The complaint for failure frame damage was confirmed based on provided imagery. A review of the DHR, and manufacturing mitigation did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The complaints for difficulty or inability to withdraw system with valve through vasculature and interventional device interacts with nonedwards device were able to be confirmed through returned imagery. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. Additionally, a review of DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported the delivery system and valve exited the side of the sheath due to excessive pushing while they tried to advance, the system and valve were then pulled back into and the sheath and system was removed as a unit, as the sheath and system was removed the exposed portion of the valve caught the percloses causing it to get stuck (difficulty to withdraw the valve, delivery system and sheath was only due the fact that the exposed portion of the valve through the split esheath seam caught the percloses in the patients arteriotomy causing it to become stuck.). Returned patient 3mensio shows patient access vessel to have some degree of tortuosity and calcification. With the reported exposure of the delivery system and valve through the sheath, it is possible that the exposed devices caught onto the patient anatomy as well as the reported perclose in the patients arteriotomy. Available information suggests that procedural factors (removal of exposed delivery system and valve through sheath, excessive manipulation, interaction with nonedwards device (perclose)) may have contributed to the complaint events. An existing product risk assessment assesses the risks associated with frame damaged during use or failure frame damage for s3u with commander delivery system and esheath+ configuration and a corrective/preventive action was initiated to address the issue. The assessment documents the difficulty advancing the delivery system through the sheath, resulting in surgical intervention, which did occur during this event. No further action is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. In this case, an unspecified vascular perforation occurred and was possibly due to procedural factors (removal of exposed delivery system and valve through sheath, excessive manipulation, interaction with nonedwards device.